Event description:
The bd-585 baby scale has no side-walls or end-walls. The advertising brochure states, in fine print, "infants should never be left unattended on scale". However, rptr is aware of three cases in which infants pushed down with their feet and scooted head-first backwards off of similar weight scales that had no sidewalls or endwalls. These infants were not left unattended. The infants dug their heels in and scooted off the end of the scale and onto the floor before the nurse could catch them. One infant sustained an intracranial hemorrhage. Rptr feels infant weight scales without sidewalls and end-walls are dangerous, even in the presence of an attendant.